Event description:
It was reported to boston scientific corporation in 2005, that a wallstent endoprosthesis endoscopic biliary device was used during a ercp with metal stent procedure performed on the same day, (patient age, gender and weight are unknown). According to the complainant, the stent struts were poking through the outer sheath of the delivery system during preparation. A second product was used (device unknown) and the case was completed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Destroyed.